Event description:
Ventricular undersensing on egm. (Single beat) and atrial unipolar lead impedance warning of 190 ohms on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).